Event description:
The customer reported that her insulin pump alarmed button error. The customer stated that she was in a wedding and it was hot and crowded. The customer was wearing the insulin pump in her bra, and did not hear it beeping until her glucose was elevated. The customer stated that her glucose reading was not registering in her blood glucose meter. The customer went to the hospital and was treated with two bags of saline, and then she was released. The blood glucose at the time of call was 147 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.